Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation conclusion code).

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, physician observed that the system shock impedance was less than 30 ohms. A fluoroscopy was performed and confirmed that the system was positioned appropriately. During a visual inspection of the system in situ, the physician noted insulation damage on the electrode. The electrode was subsequently explanted and replaced to attempt to resolve the event, but the low impedance persisted. A fluoroscopy was re-performed, which again confirmed suitable system placement. The physician moved the device out of the pocket, and the impedance correctly measured greater than 400 ohms, which showed that the low impedance was only present when connected to an electrode. The new electrode was disconnected and cleaned, but the low impedance was still present. Boston scientific technical services (ts) was contacted for discussion, and it was recommended to perform synchronous shock testing to evaluate the system integrity. The patient was sedated further for synchronous shock testing. However, after the drugs were administered, the patient had a bad reaction and required cardiopulmonary resuscitation for stabilization. The procedure was halted to prevent further adverse patient effects or potential infections. Ts suggested possibly moving the electrode to the right side to increase the impedance, but there was no other evidence of system malfunction as the patient's habitus was consistent with these impedance measurements and the system placement appeared appropriate. It was recommended to perform a new impedance measurement and verify that the impedance is increasing while the patient is healing. Should the impedance drop below 25 ohms, it was recommended to contact ts again for confirmation of appropriate device operation. At this time, the s-ICD system remains implanted, but shock therapy is programmed off. The explanted electrode is expected to be returned for analysis. The patient is currently hospitalized and is stable.

Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation conclusion code). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, physician observed that the system shock impedance was less than 30 ohms. A fluoroscopy was performed and confirmed that the system was positioned appropriately. During a visual inspection of the system in situ, the physician noted insulation damage on the electrode. The electrode was subsequently explanted and replaced to attempt to resolve the event, but the low impedance persisted. A fluoroscopy was re-performed, which again confirmed suitable system placement. The physician moved the device out of the pocket, and the impedance correctly measured greater than 400 ohms, which showed that the low impedance was only present when connected to an electrode. The new electrode was disconnected and cleaned, but the low impedance was still present. Boston scientific technical services (ts) was contacted for discussion, and it was recommended to perform synchronous shock testing to evaluate the system integrity. The patient was sedated further for synchronous shock testing. However, after the drugs were administered, the patient had a bad reaction and required cardiopulmonary resuscitation for stabilization. The procedure was halted to prevent further adverse patient effects or potential infections. Ts suggested possibly moving the electrode to the right side to increase the impedance, but there was no other evidence of system malfunction as the patient's habitus was consistent with these impedance measurements and the system placement appeared appropriate. It was recommended to perform a new impedance measurement and verify that the impedance is increasing while the patient is healing. Should the impedance drop below 25 ohms, it was recommended to contact ts again for confirmation of appropriate device operation. At this time, the s-ICD system remains implanted, but shock therapy is programmed off. The explanted electrode was returned for analysis. The patient is currently hospitalized and is stable.

Event description:
It was reported that during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, physician observed that the system shock impedance was less than 30 ohms. A fluoroscopy was performed and confirmed that the system was positioned appropriately. During a visual inspection of the system in situ, the physician noted insulation damage on the electrode. The electrode was subsequently explanted and replaced to attempt to resolve the event, but the low impedance persisted. A fluoroscopy was re-performed, which again confirmed suitable system placement. The physician moved the device out of the pocket, and the impedance correctly measured greater than 400 ohms, which showed that the low impedance was only present when connected to an electrode. The new electrode was disconnected and cleaned, but the low impedance was still present. Boston scientific technical services (ts) was contacted for discussion, and it was recommended to perform synchronous shock testing to evaluate the system integrity. The patient was sedated further for synchronous shock testing. However, after the drugs were administered, the patient had a bad reaction and required cardiopulmonary resuscitation for stabilization. The procedure was halted to prevent further adverse patient effects or potential infections. Ts suggested possibly moving the electrode to the right side to increase the impedance, but there was no other evidence of system malfunction as the patient's habitus was consistent with these impedance measurements and the system placement appeared appropriate. It was recommended to perform a new impedance measurement and verify that the impedance is increasing while the patient is healing. Should the impedance drop below 25 ohms, it was recommended to contact ts again for confirmation of appropriate device operation. At this time, the s-ICD system remains implanted, but shock therapy is programmed off. The explanted electrode is expected to be returned for analysis. The patient is currently hospitalized and is stable.